Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there were not significant events leading to the alarm. The customer will be sent a replacement pump.

Manufacturer narrative:
We were unable to prime during prime test and motor error alarmed during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. A minor scratched display window, cracked case at display window, cracked battery tube threads and cracked reservoir tube lip noted during visual inspection.